Manufacturer narrative:
Additional manufacuring narrative: the returned cable was evaluated. Visual inspection upon receiving revealed no external damage. However, the cable failed continuity tests due to a cut on the yellow conductor jacket; causing exposed solder joint. As a result, the cable has an electrical failure (short) between the yellow conductor and the shield can (outer shield), inside the rd15 connector. The cable failed functional tests and displayed ¿sensor malf¿ error message. Sensor led does not illuminate. Two additional cables from the same lot were returned. The other cables were evaluated and no problem was found. The additional cables passed spo2 simulation tests and were able to obtain spo2 and pulse rate values within normal expected time frame (within 10 seconds)., corrected data: d4 model # was corrected from 4078 to 4078-9.

Event description:
The customer reported having difficulties obtaining spo2 readings and fluctuations in the number. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported having difficulties obtaining spo2 readings and fluctuations in the number. No patient impact or consequences were reported.